Manufacturer narrative:
Zimmer biomet (B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Device lot number not provided/unknown. Reporter's last name not provided/unknown. One abutment was returned for investigation. Visual evaluation of the as returned product identified the abutment was fractured on the threaded portion with signs of use and wear. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Complaint is confirmed. A root cause cannot be determined.

Event description:
It was reported that the abutment screw fractured in the implant. The screw piece was retrieved and the associated implant is well seated.